Event description:
It was reported that during ica (internal carotid artery) c1 stenosis case, during preparation the balloon (subject device) didn't inflate and air bubbles were generated. The operator replaced it with another device and continued the procedure successfully without clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the balloon catheter was found to be damaged inside the hub, there were no other anomalies noted. A functional test for the reported event ¿balloon failed to inflate¿ ¿ pass. The balloon could be inflated during the test without difficulties; however, there was hub leakage due to damaged balloon catheter noted. And to the reported issue ¿device difficulty prepping¿- fail. The device was flushed without difficulties; however, during the inflation of the balloon hub leakage, due to damaged catheter was noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint code 'device difficulty prepping' was confirmed. However, the second reported code ¿balloon failed to inflate' was not confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. It was reported that 'during preparation, when exhausting the air, the balloon was not maintain the negative pressure'. The device was returned for analysis, and it was noted that there was a hole/cut to the guidewire shaft when viewed through the inflation port of the hub causing leakage. The balloon was able to be inflated, however the noted hub leak is likely to have caused inflation difficulties during use. There was no balloon leakage noted; however, the hub leak meant that balloon inflation would not have been able to be maintained. Based on investigations in collaboration with the chinese sales and marketing team, it is probable that this damage to the balloon catheter occurred through use of a needle during preparation of the device. An assignable cause of user error will be assigned to the reported codes and to the as analyzed codes listed in the product problem code table below as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during ica (internal carotid artery) c1 stenosis case, during preparation the balloon (subject device) didn't inflate and air bubbles were generated. The operator replaced it with another device and continued the procedure successfully without clinical consequences to the patient.